Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss or change in therapy. The patient reported that they got the device for bladder and bowel but it was not working at all. The patient noted that their healthcare professional (hcp) adjusted it higher a month ago and instructed the patient to talk to a manufacturer representative (rep) if they needed it to go any higher. The patient was not feeling stimulation and confirmed therapy was on. The patient noted that they were on program 3 at 2.5 v. The patient increased stimulation on program 3 to 2.7 v and noted they felt stimulation in the correct area. The patient was instructed to give it 2-3 days and if it did not resolve to follow up with their hcp or contact patient services for help with adjusting it. No further complications were reported or were expected.